Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pulses of the external pulse generator (epg) were slightly off. The epg is no longer serviceable, and the status of the epg is unknown. There was no patient involvement.